Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, part of the harmonic ace instrument jaw fell into patient. It was confirmed that the fragment was retrieved during the same procedure. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis found the primary failure of broke blade to be related to the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly the base. A piece approximate 0.680" x 0.085" was found to be broken off. Broken piece was not returned.